Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
This patient is a participant of the adaptive cardiac resynchronization therapy study in where it was reported that post lv epicardial lead placement, there was a peri-postoperative hemorrhage into left lung and subsequent pleural effusion. No further information was available at this time.